Event description:
Customer reported the tube of the green connector was disconnected while connected to the pump. There was no harm to the patient or nursing staff. A picture was evaluated and confirmed the disconnected tubing. A retention sample review was performed with satisfactory results. The most probable cause of the reported problem was insufficient amount of solvent applied during connection process of both components during manufacturing.

Event description:
Customer reported the tube of the green connector was disconnected while connected to the pump. There was no harm to the patient or nursing staff.